Event description:
Doctor¿s hand was sore the day after surgery due to hot saline run off. No visual burns, but doctor did experience discomfort. No medical intervention administered.

Manufacturer narrative:
Eval code method: facility disposed of device. Device is not available for return and inspection. Eval code results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.